Event description:
It was reported that during a rectum procedure, there was partially disunity of the stapling. No additional info is available. There was no pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.